Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had an episode of low speed leading to pump stop at 0142hrs while sleeping on power cables. Log files showed 2 pump stops and 16 low speed advisories on (B)(6) 2021. The log file also captured a few low flow events on (B)(6) 2021. There did not appear to be any type of equipment issues causing these events. On (B)(6) 2021 it was communicated that a pump exchange would take place. On (B)(6) 2021, the pump was sent for analysis after explant took place.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have contributed to the reported pump stops and low speed events. Evaluation of the submitted log file confirmed the reported pump-stops as well as low flow events. A direct correlation between the device and the patient's hypovolemia could not conclusively be determined through this investigation. The submitted log file contained data spanning from (B)(6) 2021 11:43:43 through (B)(6) 2021 13:27:15, per the timestamp. The log file captured 2 pump stops on (B)(6) 2021 while the patient was supported by the power module. The pump stops were accompanied by low speed events as low as 0 rpm and power elevations as high as 17 watts. Two low flow events were captured on (B)(6) 2021, when the flow dropped the 2.4 lpm. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, which was confirmed through the evaluation of (B)(6). No other atypical events were captured. The pump was returned assembled with the driveline cut approximately 1.5¿ from the pump housing, and 7¿ and 29¿ distal portions were returned in for evaluation. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned. The outflow graft and bend relief were returned unattached from the outlet elbow. The outflow elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. The metal braided shield was discolored throughout the length of the driveline but showed no signs of major breakdown. Microscopic and visual inspection of the wires revealed breaches in the insulation of the black, brown, and orange wires approximately 6.5¿ from the pump housing. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed current leakages in the insulation of the black, brown, and orange wires that would have resulted in an electrical short. No additional breaches were found in the remaining wires. The insulation breaches of the black, brown, and orange wires would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook (rev. C) is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for(B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 01mar2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the low flow alarms was the patient volume status. Patient underwent pump exchange to heartmate 3 on (B)(6) 2021. The pump exchange was due to short-to-shield. Patient was noted to be stable as of (B)(6) 2021.